Event description:
It was reported the patient's left (B)(6) was revised due to pain. The (B)(6) component and liner were revised, which gave access to a broken portion of a (B)(6) which was left in the (B)(6). The broken portion was then removed. At the time of report, manufacturer of the bone pin could not be confirmed (the hospital group is known to use stryker and competitor pins). Patient was revised to a (B)(6) and 2x12 ps insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown triathlon 2x9 cs insert; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's left mako knee was revised due to pain. The femoral component and liner were revised, which gave access to a broken portion of a bone pin which was left in the bone. The broken portion was then removed. At the time of report, manufacturer of the bone pin could not be confirmed (the hospital group is known to use stryker and competitor pins). Patient was revised to a ts femur and 2x12 ps insert.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: anatomic site: left kneeimplants involved: triathlon size 2 left cr femoral component, 2 x 9mm cs insert triathlon. Materials reviewed: (B)(6) 2021: stryker report unlabeled/undated: lateral knee x-ray uncemented cr stryker triathlon. Implant position acceptable, shadow of poly looks potentially not engaged. (B)(6) 2021: implant sheet. Size 2 left triathlon femoral ps, x3 triathlon size 2 12mm ps, fixation peg.confirmation: the events cannot be confirmed without additional medical records. Root cause: a root cause cannot be determined as the events cannot be confirmed. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.